Event description:
The critically ill patient was intubated at time of admission and an endotracheal tube (ett) fastener was applied to the patient to secure the ett. On the fifth day of the patient's hospitalization, the nurse was going to shave the patient for the first time. Upon removal of the ett fastener, the nurse noted two areas of partial thickness loss of dermis presenting as shallow open ulcers with pink wound beds on both of the patient's cheeks. The right-sided pressure ulcer (stage 2) measured 4 cm (length) by 2 cm (width) and the left-sided pressure ulcer (stage 2) measured 2.2 cm (length) by 1.3 cm (width). After consulting with respiratory care and the wound care nurse, it was decided to leave off the ett fastener and secure the ett using silk tape on both sides around the patient's head so that the only sticky tape exposed would be on the ett and not on the patient's skin and no further pressure would be applied to the patient's face and cheeks. A plastic tie was placed around the tape on the tube and secured tightly. Bacitracin was placed on the wounds on the patient's cheeks twice daily, wounds were left open to air, and the ett was moved frequently, every two hours. The patient expired a week later due to critical medical condition.